Manufacturer narrative:
Concomitant medical products: cook, dilation syringe, ds-60cc-s; cook, savary-gilliard wire guide. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is unknown if the user applied negative pressure to the balloon prior to advancement through the endoscope accessory channel. A possible contributing factor to balloon material damage is failure to apply negative pressure to the balloon prior to advancement. The instructions for use advise the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use also advise the user: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." A possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Balloon material and catheter damage can occur if they come into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. Once the device reached 20 mm, it leaked (see related MDR # 1037905-2018-00199). A second balloon was opened; its lot number was w4033262, and the very same difficulty occurred as it leaked once it reached 20 mm (subject of this report). The facility elected to use the 2nd complaint device, but stop at 19 mm to complete the procedure. Additional information received 04/25/2018: they used a second balloon, and it broke once they increased to 20 mm. The doctor felt there was enough dilation at 19 mm and did not use a third balloon to get to 20 mm (subject of this report).